Event description:
A peritoneal dialysis (pd) patient's caretaker reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] underwent hernia surgery. Following surgery, the patient¿s fill volume prescription was decreased from 1800 ml to 1000 ml. Attempts to obtain additional information (e.g., patient demographics, hospital records, type of hernia, surgical notes, onset) were unsuccessful.

Manufacturer narrative:
Clinical reveiw: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of a hernia which required surgical repair. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet the users¿ expectations¿ and/or manufacturers¿ specifications. However, the liberty select cycler cannot be excluded from having a possible causal/contributory role in the creation and/or exacerbation of the hernia. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter required for therapy also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] underwent hernia surgery. Following surgery, the patient¿s fill volume prescription was decreased from 1800 ml to 1000 ml. Attempts to obtain additional information (e.g., patient demographics, hospital records, type of hernia, surgical notes, onset) were unsuccessful.